Event description:
Pt found on floor, pulseless and apneic. Sheath was still in place but catheter had pulled out. Pool of blood was noted under head and neck area. Preliminary cause of death per autopsy: severe blood loss from catheter caused death.